Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2021-01454.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), a benchmark 6f 071 delivery catheter (benchmark), and a non-penumbra microcatheter. During the procedure, the physician placed a smart coil in the aneurysm and realized that the smart coil was undersized; therefore, it was removed for later use. However, when the smart coil was removed from the patient's body it was noticed that the pusher assembly of the smart coil was kinked. Next, while attempting to advance another smart coil, the pusher assembly of the smart coil would not advance beyond the hub of the microcatheter and was found to be bent; therefore, it was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed kinks in the pusher assembly. If the device is forcefully mishandled during use, damage such as this may occur. Further evaluation of the device revealed additional kinks in the pusher assembly and offset coil winds along the length of the embolization coil. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. The smart coil was returned without its introducer sheath. Evaluation of the returned smart coil confirmed a kink in the pusher assembly. If the device is forcefully mishandled at an extreme angle, during advancement, damage such as this may occur. This damage likely contributed to the resistance experienced while advancing the smart coil through the hub of the microcatheter. During functional testing, the smart coil was able to advance through the introducer sheath and a demonstration microcatheter with resistance due to the kink in the pusher assembly. Further evaluation of the device revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This damage is likely incidental to the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01454.